Event description:
Stopped using bipap due to fear of cancer. Specific device is covered and registered for recall, but philips is delaying delivery of replacement saying they can't find a distributor associated with the device. I don't need a distributor, I need a new device. FDA safety report ID # (B)(4).